Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 80% stenosed, 26mm x 2.5mm target lesion was located in the severely tortuous and severely calcified left main (lm) coronary artery. Following predilation with a 1.5x15mm unspecified balloon catheter, a 2.50 x 28mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned. The tip od was measured using a digital snap gauge which was within specification. A strut was raised in the center of the stent. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).